Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the force bipolar instrument to perform failure analysis and the complaint was confirmed. The instrument was analyzed and found with a broken grip that was partially detached from its base. The broken piece was hanging from the instrument. Components adjacent to this broken grip showed damage.

Event description:
It was reported that during central processing, the force bipolar instrument tip was broken. There was no report of patient involvement. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.